Event description:
It was reported that the patients ipg site with a nickel size open area and able to visualize ipg. A small amount of drainage was noted. Per patient noted starting to open 3 weeks ago and went to an urgent care and was placed on 2 different antibiotics. Additional information received that the patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted device components were not return as they were disposed per facility policy.

Event description:
It was reported that the patients ipg site with a nickel size open area and able to visualize ipg. A small amount of drainage was noted. Per patient noted starting to open 3 weeks ago and went to an urgent care and was placed on 2 different antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 3 weeks prior based on the date the manufacturer became aware of the event.